Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to because they began leaking due to a herniated pressure regulating balloon. The previous pump and prb components were explanted and replaced with new components. It is unknown if the explanted components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.